Event description:
Customer states that pump does not alarm no food and will keep pumping air during testing. Rate and dose are 300ml/hr and 30ml.

Manufacturer narrative:
Pump has been tested several times using water, and each time when bag was empty pump stopped pumping and alarming no food (or pump finish dose: alarming "dose done"). All alarms have been checked and work properly. Complaint could not be confirmed.